Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the implant procedure the left ventricular (lv) lead dislodged during slitting of the catheter sheath. The sheath was removed and replaced with a different sheath to implant the lv lead. The lv lead remains in use, and no patient complications have been reported as a result of this event.